Event description:
Following a catheter revision (see manufacturer's report # 3004209178200900116), the patient was still not getting relief of symptoms. The managing physician increased the patient's dose with no patient response or relief. The physician then did a dye study (date not reported) that showed the catheter was patent. A rotor study was done (date not reported) and was inconclusive. The logs were checked and were normal. A therapeutic bolus was given and the patient did not respond. The physician did not want to try changing the patient's medication; the patient was receiving unspecified compounded drug. The physician felt it was a pump problem and not drug problem. The pump was replaced. Following the pump replacement, the patient stated he was pain free and was back at work.